Event description:
A patient underwent the following procedure: excision of fistulous tract, with debridement, fistulous tract dimensions 4x2x9, with curettage irrigation, placement of vacuum-assisted closure device dressing. During the procedure, it was noted that "a white, small approximately 4mm bead-like structure appeared at the base of the fistula. This was consistent with a brachytherapy catheter. This was removed and sent for pathologic evaluation." It was later determined that this was a bead from a ham applicator manufactured by mick radio-nuclear instruments, inc.